Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: gel bleed.

Event description:
Healthcare professional reported "mild grade I capsular contracture" and "intact silicone gel implants with gel bleed". This record is for the right side. Device was explanted and replaced.